Event description:
An allergan rep reported on behalf of the physician: a pt experienced edema under both eyes after injection with juvederm ultra in the tear troughs. Five months later, the pt was treated with hyaluronidase, and bags disappeared but reappeared on the right side. The pt has been treated four times with hyaluronidase. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
(B)(4)